Event description:
It was reported that during the procedure, after pre-dilating the lesion with a trek balloon catheter, a 3.5 x 23 rx xience prime stent delivery system (sds) was advanced toward a heavily calcified, concentric, de novo, 100% stenosed, 22-millimeter (mm) long lesion in the heavily tortuous 3.7 mm diameter proximal to mid left anterior descending coronary artery, however the sds failed to cross the lesion due to patient anatomy. While withdrawing the sds through the non-abbott guiding catheter against resistance the rx xience prime stent struts became flared. No other device damage was noted. A xience xpedition sds was able to cross the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: elite; guide cath: sal. (B)(4): against resistance. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use states that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit.